Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath. As the md was advancing the iab into the sheath, it became stuck. The md requested another sheath and the iab was placed without incident. The sheath was discarded.

Manufacturer narrative:
Sample will not be returned for eval.